Event description:
Death of patient. Co has not yet been able to confirm that the product is our atrioseptostomy catheter. We have tried contacting our distributor, and he is supposed to try and get us more information.

Manufacturer narrative:
This was reported to MFR via email in 2009. We have been unable to confirm if this product is ours or exactly what happened. More information is supposed to be forthcoming from the distributor in other country. Once we receive this information, we will send it in a follow-up report.